Event description:
A report was received that stimulation was no longer capturing the patients pain due to high impedances on his implanted lead. There were no other reported mechanisms for loss of therapy such as falls or accidents. The patient underwent a revision procedure, and target pain areas are now captured by stimulation.

Manufacturer narrative:
Product investigation has been completed on sc-2316-50 serial number (B)(4), and visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. Product investigation has been completed on sc-2316-50 serial number:(B)(4), and visual inspection revealed that the lead was cleanly cut into two pieces approximately 27 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body. Product investigation has been completed on sc-3400-30 serial numbers: (B)(4), and it was unable to confirm the as reported observation with testing of the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 16 lead kit 50 cm. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile.

Event description:
A report was received that stimulation was no longer capturing the patients pain due to high impedances on his implanted lead. There were no other reported mechanisms for loss of therapy such as falls or accidents. The patient underwent a revision procedure, and target pain areas are now captured by stimulation.